Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the occlusion of the entire left subclavian vein to the proximal superior vena cava was observed. Dilatation of the subclavian vein with balloon angioplasty was performed and the right ventricular (rv) lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.